Event description:
The customer reported via phone call that she received the weak signal alert as well lost sensor alerts. The customer's blood glucose was 128 mg/dl. After troubleshooting was performed, the customer explained that the insulin pump was vibrating at the end of the self test. The customer ran another self test on the insulin pump, and the insulin pump still did not vibrate. The customer was advised that the insulin pump would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The pump was programed with the test mini link and glucose sensor simulator, and the pump communicated properly with the glucose sensor simulator. The sensor feature was working properly. No lost sensor or weak signal alarms were noted. The pump was received with a broken vibrator motor wire. The pump also had a cracked reservoir tube lip, and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.